Event description:
Device malfunction: stent fracture. Time of device malfunction: follow-up mean 43 months. Symptoms/ae: occlusion. The following events were noted through a periodic article review. A retrospective review was performed in 165 pts with occlusive disease of the iliac artery who underwent stenting between 1997 and 2007. Mean follow-up was 43 months. The purpose of the review was to evaluate the prevalence, factors, and clinical impact of self-expanding stent fracture following iliac artery stenting. A total of 32 selfx stents were implanted; 2 of the 32 selfx stents revealed fracture during the follow-up period requiring repeat percutaneous intervention. Reocclusion of the stented iliac artery occurred in one pt requiring recanalization by stent-in-stent maneuver. Reocclusion was also detected in a single iliac artery, stented without fracture, and was not recanalized. The article did not correlate the reocclusions to a specific device/brand/manufacturer.

Event description:
Device malfunction: stent fracture. Time of device malfunction: follow-up mean 43 months. Symptoms/ae: occlusion. The following events were noted through a periodic article review. A retrospective review was performed in 165 pts with occlusive disease of the iliac artery who underwent stenting between 1997 and 2007. Mean follow-up was 43 months. The purpose of the review was to evaluate the prevalence, factors, and clinical impact of self-expanding stent fracture following iliac artery stenting. A total of 32 selfx stents were implanted; 2 of the 32 selfx stents revealed fracture during the follow-up period requiring repeat percutaneous intervention. Reocclusion of the stented iliac artery occurred in one pt requiring recanalization by stent-in-stent maneuver. Reocclusion was also detected in a single iliac artery, stented without fracture, and was not recanalized. The article did not correlate the reocclusions to a specific device/brand/manufacturer.

Manufacturer narrative:
This report involves a retrospective study noted in an article. No devices were available for analysis. Device investigation could not be performed. The lot number was not provided; therefore, review of the device history record could not be performed. Attachment: wataru higashiura, md, et al; "prevalence, factors, and clinical impact of self-expanding stent fractures following iliac artery stenting"; journal of vascular surgery 2009; 49:645-52. See scanned pages.

Manufacturer narrative:
This report involves retrospective study noted in an article. No devices were available for analysis. Device investigation could not be performed. The lot number was not provided; therefore, review of the device history record could not be performed. Attachment: wataru higashiura, md, et al; "prevalence, factors, and clinical impact of self-expanding stent fractures following iliac artery stenting"; journal of vascular surgery 2009, 49:645-52. See scanned pages.